Event description:
On (B)(6) 2012, patient was implanted with an occipital plate, two rods and two screws. Less than one week post-operative, patient underwent revision due to a rod pulling out of the occipital plate. The surgeon speculates the rod may have been cut too short or that the cabling used to hold the graft in place (from rod to rod) may have caused added stress. The patient had not been discharged from the hospital following initial procedure. Before discharge, patient received lateral x-ray showing the rod pulled through from the placement area. The surgeon revised with the same parts, with the exception of one rod, which was explanted (the explanted rod was the one the surgeon believed was too short), and replaced. This is 2 of 5 reports for this event.

Manufacturer narrative:
Additional narrative: device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.